Manufacturer narrative:
(B)(4). The results of this investigation indicated there was no evidence of material defect in the carbon coating that may have caused or contributed to the orifice damage, dislodged leaflet, and leaflet fractures. Rather, the orifice damage, dislodged leaflet, and leaflet fractures were caused by some external force applied to the valve which overstressed the carbon material. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed.

Event description:
Upon implanting a 29mm masters series mechanical heart valve (mhv) into the mitral position, the leaflets were tested using a cotton swab which caused one of the leaflets to fracture and dislodge. The fractured leaflet was recovered from the patient and a second sjm mhv was implanted. This added 30-45 minutes to procedure.